Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported a blurred screen. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the screen was black upon startup. The service technician replaced the liquid crystal display assembly and the problem was resolved.